Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient was experiencing an inability to charge. Factors that may have led to this includes the ¿patient¿s husband has a severe illness and not charging¿. Multiple antenna locator feature yielded a normal charge session and 0x8 por cleared. The recharging issues were resolved at the time of this report. The patient also has a surgery planned to reposition battery. Implant d with a single incision and has migrated toward spine causing discomfort. No further complications have been reported. No additional symptoms have been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient first started to experience the charging issues was in the (B)(6) of 2016. Patient's weight at time of the event is unknown. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.